Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Correction: section e: information submitted in earlier report has been corrected.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported on (B)(6) 2020 that patient's implantable pulse generator (ipg) migrated around to the hip. Patient underwent surgery on (B)(6) 2020 to address this issue, during surgery ipg was replaced electively. Patient is stable.